Event description:
It is reported that the device was implanted on 4/14/2005. About a month later, the pt heard a noise and felt pain. X-rays showed the liner was dislocated. The device was revised on 6/18/2005 where the liner was found crushed and torn.